Event description:
It was reported that a few days after this right ventricular (rv) lead was implanted, the patient complained of discomfort and when examined, they were found to be suffering from a pericardial effusion. The patient was examined by fluoroscopy and it was found that this rv lead had dislodged and caused a perforation, with loss of capture (loc) presented as a result. Subsequently, this lead was explanted and replace by a new lead. Additionally, the patient received antibiotic treatment. No additional adverse patient effects were reported.